Manufacturer narrative:
One used tts-1100-01 was received for evaluation. The visual inspection found the electrode to be lifted from the patty and torn. The customer reported the electrode was damaged when passed through the scope. The reported condition was confirmed. The investigation isolated the failure to the electrode being lifted from the patty and torn, but a root cause was not identified. This failure is consistent with the user inserting the catheter with the electrode facing the wrong direction into the introducer and forcing the catheter through the scope.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported damaged rfa ablation catheter. The catheter split when it passed through the endoscope. A new catheter was opened and used successfully to complete the procedure.